Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the generic power distributor (gpd). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, a repeated non-recoverable error #86 occurred. The operating room team had attempted two hard power resets using the emergency power off (epo) without success. The system was not initially connected to onsite. The caller was instructed to connect the onsite cable for log visibility, but the error persisted upon powering on the system. The issue was identified as potentially related to an intuitive power distributor (ipd) failure on the vision side cart (vsc). The caller was guided to check all internal vsc breakers and mains cable connections, focusing on ensuring the core and left-hand power strip cables were securely connected. Each component was powered on individually in a standalone configuration. Upon connecting onsite for log review, no errors were found within the live logs, and the error #86 was identified as part of an error chain on surgeon side console #1 via the artemis log file translator. All carts and consoles were powered down, and the blue fiber cables were reconnected to the patient side cart, vsc, and surgeon side console #2. The system was powered on normally, allowing surgery to recommence. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative confirmed that the customer did not reconnect the surgeon side console 1 (ssc1) to the system and completed the case with only the ssc2.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the generic power distributor (gpd) for failure analysis investigation. The unit was analyzed and in log reviews, the 86 error was found indicating confirming the fault occurred in the field. Error 86: that the 12v for hrsv in scc generic power distributor (gpd) in board adc values had problem. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto an in-house is4000 system where an error was triggered indicating fault on the gpd. It failed error 86 at start up, replicating the reported event. The probable root cause is attributed to the power module in the generic power distributor board on the surgeon side console (ssc). This issue can be resolved by replacing the gpd. Correction: h8: was updated to initial use of device.